Manufacturer narrative:
Name of reporter: hospital did not provide. Occupation: doctor. A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported the device displayed occurrence of a vent inop alarm of a machine and proximal pressure sensors failed. There was no patient involvement.